Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, creases, wear abrasion and red particles material was found on shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, stress marks and more than three openings striated. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. More than three openings striated assessed as surgical damage.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.